Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service reporting she breaks out when she uses island dressings. She first had a reaction last year. Whenever she uses them, she gets a rash on her site. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".